Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion in the tubing which led to high blood glucose level. Therefore, she tried to treat it with bolus via pump, but on (B)(6) 2024, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose of over 500 mg/dl. The patient had high ketone level. Moreover, the infusion had been used for one day. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On the day of this report, the patient was not released from the hospital. No further information available.